Event description:
The patient reported tenderness around the incision in 2008. Eventually a wound opened near the implant site. The pt was treated with antibiotics, but the wound did not heal completely. The receiver/stimulator extruded. The patient's device was explanted three months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed on august 08, 2008.